Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing was observed on stored electrograms. Analysis of the device memory also indicated an r-wave amplitude measurement issue. The analyst noted that r-wave amplitude was generally below 5 mv, with very sporadic measurements with very sporadic measurements slightly greater than 5 mv.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. An implantable pulse generator (ipg) sensing problem was also indicated. Sensitivity was increased and both the rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.